Manufacturer narrative:
The field service engineer performed an ise dispense nozzle adjustment. He verified the mechanical and operational checks were acceptable. He performed precision testing with acceptable results. The customer's calibration and qc results were acceptable. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 18 patients tested on a cobas 8000 cobas ise module. The customer confirmed there were ise system alarms and calibration failures on the date of the event. The customer performed ise troubleshooting and stated the calibration and qc results were acceptable prior to patient testing. The patient's initial na results were reported outside the laboratory. An emergency room physician questioned the initial na results due to the results not matching the clinical picture of the patients. The customer recalibrated and performed qc and had acceptable results. The customer stated the na results with patient samples still recovered low. The customer pulled samples that had failed delta checks within their laboratory information system and repeated the na measurement for confirmation. The repeat na results were from a redrawn sample. Below are five examples of questionable na results provided by the customer: (B)(6). The customer determined the repeat na results were correct and provided corrected reports. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.